Event description:
Per the clinic, it was reported that the device was explanted due to incorrect electrode placement, and the patient was reimplanted with another device during the same surgery on (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This MDR was reported in error, this device was rejected at time of surgery. This report is filed (B)(4) 2013.